Event description:
It was reported that the digital screen at the bottom of the device was intermittently not working and was showing only parts of the information. It was also reported that the generator had broken back attachments and was missing rings. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer experience, the liquid crystal display was out of specification and was missing pixels and the lower case, bails and bail covers were broken and the side bail cover and side bails were missing. Analysis also found that the battery release, ring cover, lead flex cover and battery drawer were contaminated and the battery contacts were compressed. (B)(4).